Event description:
Information received from the field does not address the patient's clinical status but notes that the clinic reported pacing at a rate of 145 ppm. Interrogation and measured data print outs showed dashes in parameters controolled by the microprocessor. Attempts to program the rate were unsuccessful. After the device responded to return to standard (rts), it was then successfully programmed to the original dddr settings.